Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Number 2 of 2 reports. Customer reporting false negative for two separate patients that later identified with anti-d in their plasma. The two separate patients were tested and had positive antibody screens vra264 - panel cells # 1 , 2 and 3 and cell # 11 showed positive reaction ( 2-3+); however did not see any reaction with cell # 4 ( d+ cell). Customer then proceed to test samples using a 0.8% resolve panel b and all d+ cells reacted 1-2+ and anti-d was identified. All testing performed using anti-igg gel cards . Issue started on: (B)(6) 2016. Incubation time (for manual test only): 15 minutes. Customer was expecting: to detect a significant antibody. Daily qc performed and found to be acceptable. Sample type: edta plasma. Cards /cassettes/rbc storage condition temperature: per IFU. Visual appearance before use: acceptable. Reagents had a normal appearance prior to use. Customer claimed site was not sure about the antibody until testing was repeated with 0.8% resolve panel b. Ortho care discussed titers of antibody and recommend increase incubation of samples in question. Ortho care secondly recommended customer perform phenotyping the cell # 4 for d antigen. Ortho care followed up with customer and was told with repeat testing using cell# 4 from 0.8% resolve panel a lot # vra264 and increased incubation, one sample reacted weak-1+, while the second sample showed negative reaction. Also, phenotyping of donor# 4 did confirmed the d+ antigen.